Event description:
The customer contacted stryker to report that there was physical damage to the keypad of their device. Upon initial evaluation a stryker service technician observed that the main keypad was inoperative. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the main keypad to be inoperative. After replacing the main keypad and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
The cause of the reported issue was determined to be a torn and inoperative keypad.

Event description:
The customer contacted stryker to report that there was physical damage to the keypad of their device. Upon initial evaluation a stryker service technician observed that the main keypad was inoperative. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.